Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned clamp is well worn with many scratches and discoloration. The adjustment screw is not stripped, but there is residue in the threads causing some difficulty tightening the screw. Otherwise, the clamp functions normally. The reported event was confirmed to be caused by a mechanical failure due to debris in threads. Replacement device shipped to site for issue resolution.

Event description:
A medtronic representative reported that the tightening screw on a spine clamp instrument was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.